Event description:
A medtronic representative reported that the surgeon while performing a transphenoidal tumor resection bumped the dynamic reference frame (drf) resulting in an inaccuracy. It did not fall off the patient, but navigation was sufficiently inaccurate and was discontinued. There was no reported negative impact to patient.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.